Event description:
It was reported that the device was fractured. The 90% stenosed target lesion was located in the left circumflex artery. A 1.50mm rotalink burr was selected for use. During preparation, when the physician was about to advance, the device was fractured. The procedure was completed with a non-bsc device, however, the rotational atherectomy system was not completed. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. The 90% stenosed target lesion was located in the left circumflex artery. A 1.50mm rotalink burr was selected for use. During preparation, when the physician was about to advance, the device was fractured. The procedure was completed with a non-bsc device, however, the rotational atherectomy system was not completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device found that the handshake connection could not be retrieved from within the housing. In order to inspect the handshake connection, the burr housing was dismantled and it was found that the handshake connection was bent/kinked within the sheath and could not be retrieved. Product analysis confirmed the reported event as the handshake connection was bent/kinked within the sheath and could not be retrieved, creating the appearance of a fractured device.